Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a user unable to login even used fingerprint as well. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of this incident, a technical support specialist tried to follow up with the customer, there was no response received from the customer. The technical support specialist closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a user unable to login even used fingerprint as well. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.